Event description:
It was reported that a day after implant, this right ventricular (rv) lead was explanted as it was involved in a perforation caused in an unknown location. According to the information provided, the patient experienced pain when the lead was pacing. A new lead was successfully implanted. No additional adverse patient effects were reported. The product is not available for return.